Manufacturer narrative:
The olympus field service engineer visited the user facility to perform an in-service/repair on the equipment. The customer¿s reported issue was confirmed, the locking lever to the alcohol container connector was broken. A new alcohol connector tube was installed and the problem has been resolved. The investigation is ongoing, however, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed via service inquiry that the customer endoscope reprocessor machine has a damaged alcohol connector, ¿alcohol container connector that connects onto the cap is broken, the tabs have broken off¿. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the broken lever of the alcohol container. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because an external force was applied on the lock lever in the wrong direction. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿chapter 3.inspection before use 3.3 inspecting the connectors. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. Warning: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment.¿ olympus will continue to monitor field performance for this device.